Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited low shocking lead impedance measurements less than 20 ohms and noise on the shock channel. Subsequently, a commanded shock and defibrillation threshold (dft) tests were performed with normal shocking lead impedance measurements obtained. No noise was observed during the tests. This system remains in service. No additional adverse patient effects were reported.